Event description:
Pt had symptoms of autonomic hyperreflexia after cystoscopy. Symptoms did not resolve, although catheter seemed to be draining. Also was leaking urine per urethra. Removed cathetrer that had been placed after cystoscopy which was a #24f. Lubricious catheter and inserted a new #24f. Lubricious catheter. Pt had immediate resolution of autonomic hyperrefelxia symptoms.